Manufacturer narrative:
E.4. Initial reporter facility name: (B)(6). B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® edta 2k there was unknown foreign matter particles inside the tube. There was no report of impact to patient or user.